Event description:
A 3.5 mm x 24 mm endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid rca lesion. The lesion morphology was non-tortuous with severe calcification. The endeavor sprint was advanced to the lesion site successfully. The physician attempted to inflate the balloon and the balloon would not inflate. The inflation device was replaced, and a new one was used to attempt to inflate the balloon within no success. The dial on the inflation device showed loss of pressure each time attempts were made. The device was removed from the patient. No clinical sequelae were reported and there was no injury to the patient.

Manufacturer narrative:
Evaluation codes, results - severe calcification. Conclusions - severe calcification. Evaluation summary: medtronic has received the device and its analysis has been completed. There were a number of bends along the length of the catheter possibly due to the coiling. The transition tubing was pinched and damaged approx 10.5 cm distal to the jacket bond. The entire length of the catheter was visually inspected and a tactile test carried out for damage. Upon inspection, it appeared that the tubing had been pinched and deformed, causing a slit in the transition tubing. A negative prep was carried out on the device; which failed. Positive pressure was applied to the device using a syringe and water was seen to exit out of the tubing at the damaged site. No damge was noted to the stent or balloon of the device. Please note that this device (lot number 0000744397) is distributed outside the united states; however, it is similar to the unites states distributed product.